Event description:
The initial reporter alleged discrepant results with the hbsag g2 elecsys cobas e 100 assay on the cobas 6000 e601 module when compared to a competitor assay. Two icteric samples were tested. Sample 1, collected on (B)(6) 2019, yielded results of 1.11 and 1.09 cut-off index (coi) in duplicate testing. Sample 2, collected on (B)(6) 2019, yielded results of 1.44 and 1.39 coi in duplicate testing. Both samples were subsequently tested with the elecsys hbsag confirmatory assay and were negative.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. Two icteric samples provided by the customer were tested with the elecsys hbsag ii assay and yielded results consistent with those reported by the customer. Subsequent testing with the elecsys hbsag confirmatory assay demonstrated that the samples were false reactive. The clinical specificity of the elecsys hbsag ii assay for repeatedly reactive samples is 99.98%. The device remained in operation at the customer site.